Manufacturer narrative:
Correction: section b3: date of event: it should have indicated (B)(6) 2021 instead of (B)(6) 2021, and this was confirmed through the additional documentation received along with the sample sent for investigation. Section h6: health effect - clinical code: it should have indicated 4582 - no clinical signs, symptoms or conditions, instead of 1845 - eye injury in the initial report submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or dob, weight, race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was inserted and then removed from patient's operative eye. A vitrectomy was performed and another lens of different model (za9003) was placed as the replacement. No further information was available.

Manufacturer narrative:
Additional information: section a2: age/date of birth: 71 years/ (B)(6) 1949 section a3: gender: female. Section b5: the operative eye was the right eye (od). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search revealed that no other complaints were received from this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.